Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for all monitored bedside monitor's (bsm's). This communication loss lasted for only a couple of seconds. Right after, all of the bsm's alarmed simultaneously. The customer was able to clear most of the alarms and has rebooted the cns, but there are still 3 bedsides that continue displaying the ghost alarm. No harm or injury was reported